Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro tl implant approximately three (3) months after placement due to the patient having a bone width that was too narrow with insufficient depth. This MDR is the third of five (5) reports.